Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 19-22 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 155 mm. Vessel morphology is unknown. The patient has a history of myocardial infarction, hypertension, chronic obstructive pulmonary disease, and peripheral vascular disease. It was reported that the patient was heparinized during the procedure; however, the right limb thrombosed and the left limb had diminished flow possibly caused by device manipulation during the procedure. The thrombosis was further down in the external iliac arteries and not in the stent graft. A wall stent was placed and clot was removed. It was reported that the physician states that there were no problems with the stent graft and deployment was without difficulty. The patient is reported to be fine and no additional clinical sequelae were reported.